Event description:
It was reported that the pump was alarming, "cassette not properly attached." Per reporter, this event occurred during testing, there was no physical damage reported, and there was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The device passed functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.